Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 504mg/dl. The father declined to conduct troubleshoot and states they would be conducting set change.